Event description:
Ballard 12" trach attached to vent (-) tracheostomy; during suctioning procedure suction catheter became detached from the end of suction device. Difficult to remove catheter from pt & trach. All but 4" of cath in pt.